Event description:
Noise was noted on this lead and an insulation issue was suspected. The device was capped and will not be returned for analysis. Should additional info become available, this event will be updated.